Event description:
It was reported that the lead impedances were out of range. Device was checked again two weeks later, and no further abnormal lead impedances were noted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.